Manufacturer narrative:
Service was not dispatched. A review of calibrations in proservice indicated that all repeats of the sample used the same active calibration. Analysis of the relative light units (rlu) data determined that the questioned result was calculated incorrectly by the software; the software multiplied the result by a factor of "5" twice and because of this the orh flag appeared twice. In conclusion, the cause of the event was software error, although the specific failure mode of the software could not be identified. The customer did not provide the patient's age, gender, date of birth, and weight information.

Event description:
The customer questioned one elevated thyroid stimulating hormone (tsh) result for one patient sample obtained from the unicel dxi 800 access immunoassay system. The sample was run with different dilution factors five (5) times, and all the results were flagged. Please refer to the patient data table attached. The results were not released from the laboratory and there was no report of injuries, or change to patient treatment in connection with this event. The customer did not provide sample collection or preparation information. A review from archive data file confirmed that all dilution factors were entered correctly. The proservice data indicated system check was ran on (B)(6) 2014 and passed.